Manufacturer narrative:
Calibration was acceptable. The alarm trace data showed abnormal aspiration alarms. These are indicators of possible poor sample quality. The field service engineer (fse) found the instrument was operating properly. Instrument performance testing and precision results were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for calcium gen.2 (ca2), on a cobas c 503 analytical unit. The initial result was 2.4 mg/dl. The technician questioned this result. The sample was repeated on a different c503 analyzer with a result of 8.86 mg/dl. This result was believed to be correct. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6).